Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Patient information seems to be on the admin hard drive, but not on the cranial application. Attempted to recreate the error but one patient was on the application. When hit show more patients, there were not any other patients on the director, patients were in the hard drive. (B)4) 2015 - a medtronic representative, following-up at the site, reported the issue was replicated. Launched the admin application and confirmed that there are over 80 patients listed. When in the cranial 2.2.6 application, there was only one patient listed in the patient list even when selecting show more patients. Site uses dicom q/r in cranial to load their patients. Confirmed that the patients from the /sr/lupe/exams list are visible. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Patient directory was lost after hard re-boot. Checked the admin folder, found the patients still there just did not transfer over to the cranial app. Otherwise, the system runs fine. Issue resolved.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that when creating a surgical plan in the software, the navigation system became unresponsive. The mouse would not move on the screen. A hard re-boot of the navigation system, using the button on the front of the system, restored normal function. When returning to the software, the patients previously listed in the patient directory were not visible. There was no patient present when this issue was identified.

Manufacturer narrative:
On (B)(6) 2015: a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to replicate reported behavior. On (B)(6) 2015 analysis of software logs performed. The logs show that the system unexpectedly halted (became unresponsive), but there is no indication as to what happened to the registrations. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. On (B)(6) 2015 a new computer was sent to the site for issue resolution. On (B)(6) 2015 computer was replaced in system. After computer replacement system passed all testing.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted and ran the cranial application approximately 48 hours with no problem found. The computer passed all hard drive testing. There was no hardware or software problems found during testing. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.